Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working, it would not cycle. Upon removal, it was noted that the tubing between the pump and cylinder was broken. The entire device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to the device not working, it would not cycle. Upon removal, it was noted that the tubing between the pump and cylinder was broken. The entire device was removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.